Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product with an alleged issue to perform failure analysis. The image review was performed and appears to show an optical obturator with internal damage. There does appear to be loose plastic shavings, but they appear to be contained within the distal tip of the accessory. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This issue can be resolved by replacing the obturator. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the obturator cracked when the handheld camera was placed inside it. The issue occurred when the camera was inserted into the obturator, resulting in a crack at the bottom. The handheld 30-degree scope was being used at the time of the incident. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that there was no fragment fall on the patient and the obturator was not detached or broken into pieces. The obturator will not be returned for evaluation. Do not know if a backup obturator was used. There was no injury or harm to the patient. .

Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a probable root cause for this failure can be attributed to damage during use, per complaint details the issue may result during the insertion of the handheld camera, from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.